Event description:
It was reported that during an inspection, it was identified that the console pedal failed to spring back to off position. There was no patient involved.

Manufacturer narrative:
As of today, the laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and replaced the foot switch. After the replacement, the console did not have errors, and it worked properly. With the new foot switch installed the issue was resolved; therefore, the reported event was confirmed. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during an inspection, it was identified that the console pedal failed to spring back to off position. There was no patient involved.